Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. The following is additional information received per the medical records: the filter was implanted due to morbid obesity with the risk of femoral embolism after surgery. The patient was reported to have tolerated the index procedure well. The patient is reported to continue to experience anxiety related to the device. It was reported that a patient underwent placement of a trapease vena cava filter. Approximately five years post placement the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts were significantly perforating the inferior vena cava (ivc). The patient is also reported to experience anxiety related to the device. The indication for the device implant was morbid obesity and a high risk for femoral embolism for possible weight reduction surgery. The device was implanted via the right internal jugular vein and deployed at approximately the level of l2, below the renal veins. Ivc angiographic findings at the time of implant revealed no clot burden and that the ivc was of normal caliber. The patient tolerated the procedure well and there were no reported complications. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. Approximately five years post placement, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patent suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films or the referenced CT scan for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. The timing and mechanism of the filter tilt is unknown at this time. Filter tilt has been known to occur at the time of placement or retrieval of the filter. Additionally, specific physical and mechanical characteristics of each filter may be influenced in different ways by the specific clinical scenario, ivc anatomy and compliance, and the underlying hemodynamics to which the device is exposed. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter.  Approximately five years post placement, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patent suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.